Event description:
Upon further review of documentation by allergan medical safety physician it has been confirmed that "no malignancy is reported so lymphoma or alcl are not appropriate."

Manufacturer narrative:
Continued h6 - health effect - impact code: f2201; f2203. Additional, changed, and/or corrected data: b5, b6, g1, g2, h6. Previous medwatch submission noted lymphoma-alcl-suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain, fluid with rare cd30+ events of unknown significance. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side pain and fluid with "rare cd30+ events of unknown significance". Patient was also diagnosed with new autoimmune disease, possibly sjogrens syndrome, this event is not device related. Device was explanted.